Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be reverted to safety mode. Technical services (ts) discussed programming configurations and recommended to replace the device urgently. Reasonable evidence suggests this device was explanted and replaced with a non-boston scientific device. No additional adverse patient effects were reported.